Manufacturer narrative:
Internal complaint number: (B)(4). This is a reusable OEM device. A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number.

Event description:
The hospital stated that all ultima activator ii reusable drive mech were rusted at there facility. The rust on drive mechanisms is a violation of sterility. No patient involvement.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital stated that all ultima activator ii reusable drive mech were rusted at there facility. The rust on drive mechanisms is a violation of sterility. No patient involvement.